Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced fluid leak from scope port. There were no reports of patient harm.

Manufacturer narrative:
B5 correction. This report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report # 3002808148-2025-06388.

Event description:
No additional information received from the customer.